Event description:
It was reported by the rep that when the devices were used during a laparoscopic assisted vaginal hystrectomy, the first device was fired but did not cut or staple. A second device was used and it formed staples but did not cut the tissue. Case was completed converted to the open portion of the procedure early. There were no consequences to the pt.